Event description:
It was reported the patient experienced a csf leak during the lead implant procedure. Patient was treated with fluids and experienced no side effects. Investigation did not determine which lead caused the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, serial: (B)(4). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.